Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "a self check failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference sections b5 and h6: device code. Evaluation results: the reported malfunction was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. An internal inspection found no discrepancies. The spm assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.